Event description:
It was reported that during implant, when the ventricular lead was connected to the pulse generator, the pacing pulse was not observed. Then 30 seconds later, pacing began while examining the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.